Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for a routine follow up in order to reduce the pulse generator's base rate. Attempts to interrogate the device were unsuccessful despite using three different programmers. After a device software download, interrogation was successful and all parameters were reprogrammed. The patient was in stable condition.